Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate test results were not confirmed. No malfunction or product defect that would have contributed to reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported she went to the ER and at the hospital a bg meter comparison was performed. Her pdm read 241 mg/dl vs 379 mg/dl for the lab results. Her bg history is as follows: (B)(6). She did not provide any further information regarding the ER visit or her treatment.